Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Cracking and leaking at hub. Medical intervention: removed PICC and placed new with no harm to patient.